Event description:
The physician reported failure to sense and high impedance in the ventricular channel during an implant attempt of the subject pacemaker. Another pacemaker was subsequently implanted instead.

Event description:
The physician reported failure to sense and high impedance in the ventricular channel during an implant attempt of the subject pacemaker. Another pacemaker was subsequently implanted instead.